Manufacturer narrative:
(B) (4). (B) (4). This investigation confirmed the customer's complaint of leakage at the luer connector. Extensive investigation at the manufacturing site identified the root cause to be uneven application of solvent and poor mechanical interference between the pvc tubing and the luer inlet port. This was found to be due to the outer diameter of the pvc tubing being at the low end of the specification.

Event description:
The user reported a leak of normal saline at the luer joint. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident.